Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to use error due to using a worn/damaged concomitant device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee arthroscopy the pump leaked water. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 27-jun-2025 it was further reported that the leak was caused by the wheel for the ar-6420. It ran to fast, and therefore the water flowed to fast etc. It was tried to change the tubing and to reset the system, but nothing worked. The pump was replaced and the surgery could be completed.